Event description:
It was reported that the bd 50 ml luer-lok¿ syringe experienced foreign matter. The following information was provided by the initial reporter, translated from spanish to english: syringe with foreign matter.

Manufacturer narrative:
E1: enter address information: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported a syringe had foreign matter. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom part of the syringe with the rubber stopper all the way down and touching the bottom of the syringe barrel. The syringe is covered with plastic and has a hand drawn circle. In the photo, the lubricant that is applied to the inner wall of the syringe barrel and rubber stopper is observed. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual sample analysis, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 50 ml luer-lok¿ syringe experienced foreign matter. The following information was provided by the initial reporter, translated from spanish to english: syringe with foreign matter.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported a syringe had foreign matter. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. There is an area on the barrel highlighted with a black marker. This area was inspected; first, with 10x magnification, and then with a 30x microscope. The lubricant applied to the rubber stopper was observed. The photo shows the bottom part of the syringe with the rubber stopper all the way down and touching the bottom of the syringe barrel. The syringe is covered with plastic and has a hand drawn circle. In the photo, the lubricant that is applied to the inner wall of the syringe barrel and rubber stopper is observed. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received syringe with foreign matter. Customer provided to us the additional information on 19.sep.2023. Could you confirm the batch number of the product? Batch. 22e24d8003 exp. 05-01-2027. Was the deviation noted before, during or after use? Before.